Event description:
It was reported that device diagnostics displayed "data unavailable" message when individual episodes attempted to be interrogated. When exiting and re-interrogating the data had been cleared due to unknown reasons. The device remains in use. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation: the actual device was not returned for evaluation. Performance data collected from the device was analyzed. Diagnostics problem: the diagnostic data collection was restarted on (B)(6) 2012.